Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. Provocative testing was able to reproduce the noise episodes. The device was reprogrammed to resolve the event and the patient was stable.